Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and the lack of power does not come from the saw. However, the saw was found to not allow sufficient sealing. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
Customer reported that there was a lack of power when cutting. This is report 1 of 1 for complaint (B)(4).